Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained lead noise. Myopotential oversensing was suspected. The device was reprogrammed and will be monitored.